Manufacturer narrative:
The customer replaced the architect probe which resolved the issue. There were no additional discrepant results reported on the architect i1000sr, serial number: (B)(6), after the probe was replaced. A review of the architect (B)(6) instrument service history, identified no contributing factors to the discrepant result, nor did it identify any additional erratic or discrepant results reported. A review of the architect immunoassay systems tracking and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. A review of historical data for the architect probe associated with this complaint, revealed no trends, systemic issues, or nonconformances. A review of labelling adequately addresses sample results observed problems for erratic / discrepant results, including, but not limited to the troubleshooting performed by the customer. Based on the investigation no product deficiency was identified for either the architect i1000sr, serial number: (B)(6), or the architect probe. This issue was previously reported under MDR number 1415939-2023-00059-01 under a different suspect device.

Event description:
The customer reported falsely elevated architect stat troponin-I results on two patients. The following results were provided: pt 1 = 0.022 ng/ml. Pt 2 = 0.022 ng/ml. Diagnostic cut-off: 0.013 ng/ml. Both samples read 0.00 ng/ml on the I-stat platform. No impact to patient management was reported.